Event description:
Customer reported, the device exhibited an error e227 (error-scope communication). The issue found at preparation for use. Per the report, the customer was provided with a loaner device. There was no patient involvement associated on this reported issue. No harm was reported. No user injury reported. Device evaluation; foreign material from the device air/water tube. This report is being submitted; due to the finding of foreign material from the air/water tube insufficient cleaning (handling problems), identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of e227 error (scope communication error) was not reproduced . The reported issue was not confirmed. In addition, an initial leakage test was performed and found no leakage. Further inspection of the device and as stated, in section b5, found foreign material from the air/water (aw) tube. Service repair noted, the channel walls had some white color. This condition was attributed; due to handling issue. Insufficient reprocessing issue. Additionally, the following defects were identified during device inspection: wear in angle wire noted; due to wear of angle wire. Bending angle in up direction does not meet the standard value; due to burn on c-cover. Insulation resistance value at distal end does not meet the standard value. Plug unit has a scratch, suction cylinder has discoloration, air/water cylinder has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed clogging the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance with the IFU. Olympus will continue to monitor field performance for this device.